Manufacturer narrative:
(B)(4) date sent: 1/5/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # a97c3h. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw broken at bifurcation, and the tyvek was returned along with the instrument. Disassembly evidence of corrosion was found throughout the broken area and the advancer was found bent. Five (5) clips were found inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking, with the most likely root cause being exposure to a solution containing chlorine. The event is related to improper use of the device, such as excessively applying a side load to the jaws or not ensuring the demarcation between the jaws and the device shaft is past the end of the trocar cannula prior to loading a clip. To avoid such issues, do not reuse, reprocess, or re-sterilize the device, as this may compromise its structural integrity and lead to device failure. The device jaws should be fully open and parallel upon initiating firing. Device history review a manufacturing record evaluation was performed for the finished device batch a97c3h number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip cannot be fired. No patient consequences were reported.